Event description:
It was reported that a trinica select temp pin was found to have fractured as it was being removed from the vertebral body during surgery. The fractured tip remains implanted in the patient. The surgeon has not shared the patient's treatment plan with the manufacturer.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Device evaluation: product was not returned, however photos were provided. Visual inspection of the photos revealed the device has fractured. Root cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the DHR does not indicate an issue, however one has been identified per complaint files on system. CAPA and hhe actions have been opened for this issue. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a trinica select temp pin was found to have fractured as it was being removed from the vertebral body during surgery. The fractured tip remains implanted in the patient, and a revision surgery will not be performed to try to retrieve it.

Event description:
It was reported that a trinica select temp pin was found to have fractured as it was being removed from the vertebral body during surgery. The fractured tip remains implanted in the patient, and a revision surgery will not be performed to try to retrieve it.

Manufacturer narrative:
Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip has fractured off. The tip remains in the patient. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.